Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the foam disc (sponge) dislodged from the rx biopsy cap. The customer returned only the rx biopsy cap; the separated/ dislodged sponge was not returned. Since the sponge was not returned, the condition of the slits could not be confirmed. Based on the evaluation of similar returned complaint devices from the same customer/lot#, it was found that the sponge/foam inserts were not perforated/ manufactured correctly, as not all the slits were completely perforated. This could potentially cause the sponge to detach from the rx biopsy cap during device insertion due to the device not having a clean slit / path to penetrate and catching on the sponge. The evaluation found that the sponge had not been completely perforated during manufacture. Therefore, the most probable root cause is supplier manufacturing. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, as the doctor introduced a sphinctertome through the rx locking device biopsy cap, the biopsy cap sponge was pushed out of the biopsy cap and into the biopsy channel of the olympus scope. They were unable to remove the sponge from the scope, and the scope was removed from the patient. A second biopsy cap was used with a new ercp scope and the procedure was completed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, as the doctor introduced a sphinctertome through the rx locking device biopsy cap, the biopsy cap sponge was pushed out of the biopsy cap and into the biopsy channel of the olympus scope. They were unable to remove the sponge from the scope, and the scope was removed from the patient. A second biopsy cap was used with a new ercp scope and the procedure was completed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.